Event description:
A new report received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a f/u report detailing the results of the eval once it is completed.